Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular lead was exhibiting no capture. The lead was surgically abandoned and replaced during an elective device replacement procedure. No additional adverse patient effects were reported.